Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided with an unspecified ketone level. As a result of the high blood glucose levels, the customer collapsed at work and required assistance from a coworker to get into a vehicle. The customer administered a correction bolus using the pump to address the high blood glucose. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.